Event description:
A respiratory therapist discovered that another co's ventilator high o2 alarms activated the o2 concentration from the ventilator to the pt was elevated to 80%. A ventilator which does not have an alarm for o2 concentration from the ventilator was still found to be 80% even though the fio2 was set at 30%. The therapist disconnected the compressed air line from the wall oultlet and let built in air compressor deliver the medical air needed to give the pt the prescribed o2. Upon investigation a ventilator was discovered with the o2 & medical air lines attached to the wall outlet and the ventilator was turned off & not in use. When the medical air hose was disconnected from the wall and the other medical air outlet checked was noted that the o2 concentration returned to 21%.